Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for the reported resistance with the introducer sheath and removal with the guidewire. It is possible that during advancement of the acculink self-expanding stent system (sess), it may have been the clearance between the 7fr sheath and the outer surface of the guide wire became reduced due to anatomical conditions resulting in the devices becoming difficult to advance and also remove. However, this could not be confirmed. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a moderately tortuous, moderately calcified de novo internal carotid artery. A 7-10x40mm rx .014 acculink self-expanding stent system (sess) was attempted to be advanced through the 7fr sheath; however, resistance was met with the unspecified 014 guide wire. During removal resistance was also noted with the unspecified guide wire. The procedure was completed by performing a balloon angioplasty. There was no adverse patient effects and no clinically significant delay. No additional information was provided.